Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The customer reported the device was stuck and inoperable. The repair technician reported the shaft of the device was bent. Bent is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. The application instrument for sternal zipfix sternum tie was received at the us cq. There were two (2) small dents at the top back of the device. The lever of the device was welded to the cutting blade, but that part of the assembly was slightly loose on its hinge. This looseness did not affect functionality but may have been a result of slight wear. Functional test: a functional test was performed on the application instrument for sternal zipfix sternum tie. When the lever was locked back in place, the trigger was able to be fully squeezed and the internal shaft fully retracted. When the lever was unlocked from the device, the trigger could not be squeezed. No condition could be found where the internal shaft would get stuck in the back position. Dimensional inspection: a dimensional inspection was not performed since the complaint could not be replicated with the returned device. Document/specification review: drawing(s) reviewed: (current & manufactured revisions) no findings. Manufacturing record evaluation: the received device (part # 03.501.080 lot # 8483044) was manufactured at the haegendorf site on 28 june 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The complaint was not confirmed for the application instrument for sternal zipfix sternum tie. The device had minor cosmetic damage on the top back in the form of two (2) small dents. The lever of the device was slightly loose on its hinge. The device was able to function as intended when tested. The bend on the device noted in the service and repair could not be located. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. No definitive root cause could be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Part: 03.501.080, lot: 8483044, manufacturing site: hägendorf, release to warehouse date: 28.jun.2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, squeezing the trigger of an application instrument for sternal zipfix did not allow to pull back all the way, it stuck in the back position and did not pull forward. Device was inspected and found not to be working by sterile processing department (spd) staff. There was no patient involvement. This report is for one (1) application instrument for sternal zipfix this is report 1 of 1 for (B)(4).